Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has experienced fluctuating blood glucose (bg) levels range (47 mg/dl- 383 mg/dl) the customer would take glucose tablets and boluses to stabilize bg levels. The customer stated that health care provider (hcp) recently changed settings on the pump and believes this is what is causing fluctuation in bg levels. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.